Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer initially reported that an infusion (50 ml), with an expected rate of 50 ml/hr with a 5 ml bolus, emptied sooner than expected. It was later determined that although the set was in the pump module, the door was not closed at the time of the event, and the user failed to engage the roller clamp. No pump malfunction was alleged, and the customer declined to provide devices for investigation. No patient harm was reported.